Manufacturer narrative:
(B)(4). The ventilator was returned for evaluation. The service engineer evaluated the device and verified the reported complaint. When the device was tested the display was intermittently blank. The evaluation and repair of the ventilator is yet to be completed. The reported event was duplicated.

Event description:
It was reported that a ventilator display was blank when turned on. There was no patient involvement.

Manufacturer narrative:
(B)(4). The ventilator was returned for evaluation. The alleged malfunction was confirmed.

Manufacturer narrative:
(B)(4). On initial report should have been (B)(6) 2016.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.